Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and stated that the samples were frozen in between neat and diluted runs. The operator stated that the issue was with the sample dilution. The operator did not pre-dilute the diluent to perform manual dilutions. The ccc specialist reviewed the procedure with the operator. The diluent used by the operator to perform manual dilution had expired in october 2016. The operator opened a new aliquot of the diluent from the same expired bottle for the onboard dilutions. The operator stated that they must use consumables that are in the refrigerator or freezer even if it is expired. The operator stated that they obtained expected results upon onboard dilutions. The customer believes that the issue may have occurred due to the pre-analytical handling procedure. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low insulin results were obtained on two patient samples on an immulite 2000 instrument upon manual dilution. On (B)(6) 2017, both samples were run neat and the results except for the baseline samples were above the analytical measurement range. On (B)(6) 2017, the customer manually diluted both patient samples with 1:5 dilution factor and ran it on the same instrument, resulting lower. The discordant results obtained upon manual dilutions were not reported to the physician(s). On (B)(6) 2017, the customer performed onboard dilution for both patient samples on the same instrument, resulting higher and matching the clinical picture of the patients. The results obtained upon onboard dilutions were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low insulin results.